Manufacturer narrative:
Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported approximately two and a half hours after starting treatment with a prismaflex sepxiris set, an access extremely negative alarm was generated, and the luer connector of the access line was observed to have become disconnected from the non-baxter catheter (located in a femoral position). An external blood leak was observed with a blood loss of 10 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Air pressure leak testing was performed on the sample and no leak was detected. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.